Event description:
Customer reported that during infusion of acacytine to the patient leakage on the junction between the infusor and the pipe appeared. This was the second case of leakage in the service, presumably with the same batch number. The first device was not retained. The customer provide one used sample for investigation without original package. Visual inspection revealed the filter liquid loosely placed in the chamber. Next, sets were tested with free flow and tightness tests which found leakage between pvc tube and the revolving luer lock. The tube was not inserted deep enough to the adapter. A free flow and tightness test on one retain sample without finding any non-conformity. The investigations of production documents did not show any deviations related to the complaint reason. The investigation identified that the reason for the complaint was inattention of production operator who did not inserted the tube deep enough into adapter. The corrective action for this issue was retraining of affected staff. In conclusion based on these results we confirmed the reported issue.